Event description:
The pt reported that he received a low battery warning on pump while at work. The pt claimed when he went to change battery, he noticed that both the pump and battery felt hot to the touch. The pt stated that the pump is tucked in his waistband and confirmed there was no harm to his skin due to alleged issue. It was noted that the pt was using an (B)(4) battery. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.